Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (catalog) and d4 (serial number). Upon review, the brand name, catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B2. Revised date of death as it was entered incorrectly on the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a young adult patient experienced a witnessed cardiac arrest in the emergency department and was taken to the catheterization laboratory, where an impella cp was placed through the right femoral artery for cardiogenic shock. The patient was transferred to the intensive care unit but continued to deteriorate despite medical support and was later moved to an advanced care facility. A computed tomography scan obtained on the second day showed bowel ischemia, which the care team assessed as unrelated to the impella device. The patient was not considered a candidate for further mechanical circulatory support, and the patient expired while on support.